Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Pt had a lumbar drain/catheter completed on a friday, two days later (date not specified), a sunday, the pt was restless and the tubing on proximal side of the stopcock near the pt came apart. The resident proceeded to clean and sterilize tubing and put it back together. Later that same day the pt complained of a headache. The resident checked the tubing on the limitorr and found the distal end apart and cerebrospinal fluid (csf) had pooled in the bed. The staff then replaced it with a new limitorr with the same lot number. This complaint occurred in the intensive care unit (ICU) where the nurse pt ratio is 1 on 1 care with assistance in the room at all time, (example: out of bed with assist, dressing will not affect the site in question, as it is at the stopcock, luer lock connection also not an issue as this was not the site of disconnection).